Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address disassociation of the liner from the cup. The patient had also subluxed and dislocated several times in the past three years and never saw a doctor.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the reported devices was not possible as they were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot codes required were not provided. Medical records and x-rays were reviewed, confirming disassociation and femoral head eccentric loading. The review could not verify any product contribution to the reported event. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.